Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® certain® implant 5 x 10mm (ioss510) was returned for investigation. Visual inspection of the as returned product identified a large amount of debris about the implant threads, and the device is fractured at the threads. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 19 and used for approximately 4 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2018041947. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018041947) for similar cause and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (ioss510). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an implant (ioss510) fracture at site location 19. Implant was removed.